Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to observations of pacing inhibition after being implanted for one day. Subsequently, a new lead was implanted. No additional adverse patient effects were reported.